Manufacturer narrative:
Evaluation summary: the unit was evaluated. Service personnel reported that the review of the photo attached confirms that the distal cuff is not of an acceptable shape. The device failed to meet specification as it was received or made available for evaluation. Three samples were taken and visually inspected. No defects detected. The samples were inflated as per the parameters set out in both cuff fully inflated without any issue. The reported defect could not be detected on the samples inspected. The probable cause of the observed condition was determined to be user fault. The damage noted on the cuff body is indicative of over inflation. Please refer to out "instructions for use" under the section "warnings. Precautions (cuff-related): where it states "do not overinflate cuffs. Over inflation can result in tracheal damage, rupture of a cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. It should be noted that the recommended inflation procedure involves the use of sterile isotonic saline, a non-compressible fluid. Also see under the section ¿suggested directions for use:¿ where it states ¿once the patient is intubated, inflate the distal cuff only with enough sterile isotonic saline to provide an effective seal at the desired lung inflation pressure. Fill the proximal cuff with sterile isotonic saline in a similar manner, ensuring that there are no air pockets {see warnings / precautions (cuff related)}. It should be noted that the primary function of this secondary cuff is to shield the distal sealing cuff, and as such, it need not be pressurized to the same extent¿. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during patient use the second cuff of the laser flex tube inflated too much with saline. The patients tube was removed and replaced.